Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h6 (investigation findings, investigation conclusion), h10, h11. Corrected fields: h4, h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. Device not returned to manufacturer

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) alarmed for "low vacuum", and it was replaced. No patient harm, serious injury or adverse event was reported.